Event description:
A female patient who underwent a primary breast augmentation with an unidentified mentor silicone prosthesis experienced symptomatic rupture of the left implant and grade ii capsular contracture, consequently, she underwent bilateral replacement of the prostheses on (B)(6) 2025. Left catalog number 3504004bc, serial number (B)(6), right catalog 3504004bc, serial number (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: grade ii capsular contracture, symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspect device reveled as 6716623. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 25, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 325cc breast implant was ruptured and received in two parts. In addition, shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. The contralateral device was also received (lot number 5710560). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on february 21, 2025, the received device identity is as follow; lot:5710560, cat: 3503254bc. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).